Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 2.8, lab: 6.0. About 3-4 hrs in between meter and lab testing. Therapeutic range: unk. Customer stated that pt went to the ER about 3-4 hrs after testing with the inratio meter due to unrelated issues. Thinks pt may have fallen down and then went to the ER. While pt was at the ER, a lab test was done.

Manufacturer narrative:
The inr and lab results provided by the customer were performed more than three hrs apart. Since the time of the tests exceeded three hrs, changes in pt's status may have contributed to unexpected errors. Three hrs is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed. Since a lot number was not provided, and the product associated with the complaint is not expected to return, product support was unable to perform further investigation. Further investigation is not required. Conclusion: the data points provided exceeded 3 hr testing window. It is not possible to rule out that the change in value was no due to a change in the pt's status. Customer did not provide lot numbers or return products for investigation w/o add'l info. Root cause could not be determine from the info provided by the customer. No strip lot info was available. This issue will be subject to tracking and trending. Corrective action not required at this time.